Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Moist/ molycote under led, foggy image. This event occurred at the time of during inspection. There was no report of patient harm.